Event description:
It was reported that a patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instrument guides. Post-operative x-rays showed the tibia cut is has an anterior slope of 5 degrees, and the knee is in valgus. The surgeon informed us that a revision surgery will be needed.

Manufacturer narrative:
A review of the internal documentation is in progress. Insufficient information is currently available to determine a conclusive root cause. An amended medical device report will be filed when the investigation is concluded.